Event description:
Ous MDR - it was reported that 78 months after the implantation the lead was explanted due to an insulation defect. During the lead revision it was noted that the ICD was not interrogatable anymore. The system was replaced.

Manufacturer narrative:
The lead was not returned for analysis. The report therefore refers only to the analysis results of the ICD. After it was received, the ICD was first visually inspected. Sparkover traces were detected on the ICD housing. Dot-shaped spots of locally melted titanium indicate a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was not possible to interrogate the ICD. Based on the results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, which is why the ICD could no longer be interrogated. Possible clinical complications that might lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, during which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error of the ICD.